Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through cleaning the pump and instructed them on loading a new cartridge. After following the proper loading technique with a second cartridge, the issue was resolved, and the caller successfully resumed insulin use.